Manufacturer narrative:
The investigation of positioning issues has been completed. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related because the pump was dislocated while user removing the peel away sheath. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26169 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant had a impella cp pump placed to support a patient admitted in acute myocardial infarction/cardiogenic shock. The pump was successfully implanted. While removing the peel away sheath, the pump dislocated and had to be repositioned again. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.